Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient lost 3.5 inches in height over the years and that he hasn¿t needed to turn on and use the stimulator in four years. The stimulator was in right abdomen and he says when he bends forward it was pressing on ¿things¿ and hurting. The doctor removed the ins. It was reported that the doctor didn't feel like anything was wrong with the battery, only that the placement combined with the patient's anatomical changes was now causing the patient discomfort. It was reported that the issue was resolved at the time of the report. The device was explanted and the customer discarded it so it would not be returned for analysis.